Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of seroma and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma and wound dehiscence. Article citation: "prepectoral breast reconstruction with complete implant coverage using double-crossed acellular dermal matrixs." Author: joon seok lee, jong seong kim, jong ho lee, jeong woo lee, jeeyeon lee, ho yong park, and jung dug yang; gland surgery. Vol. 8, no. 6, 10dec2019, pp. 748-757. (B)(4).

Event description:
Through journal article "prepectoral breast reconstruction with complete implant coverage using double-crossed acellular dermal matrixs", it was reported 13 patients experienced seroma, wound dehiscence, visibility/palpability, "varying degrees of satisfaction related to device appearance" and pain. Device status for the implants are unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Later, physician specified the reported events for each of the 13 patients. Records were created for each patient and individual medwatches submitted where applicable.